Event description:
This is a report of a colleague infusion pump with a damaged battery alarm, which could have caused an interruption of delivery. It is unknown when the reported condition occurred. There was no patient involvement, injury or medical intervention. This device is a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a damaged battery alarm was confirmed and reproduced during product evaluation. The root cause was assigned to a use/user error. The main batteries and battery harness were replaced to fix the reported condition.

Manufacturer narrative:
The device was evaluated on-site at the customer facility. Baxter's investigation is still in process. A follow-up report will be submitted when additional information becomes available. (B)(4).